Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) year old male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The clinical event data from the event was returned and evaluated. Review of the data indicated the device correctly determined the patient's rhythm as shockable. The patient's rhythm was mostly consistent of unorganized, non-correlating rapid rhythms, as well as evidence of motion artifact. After review, it was concluded the device worked as designed and configured, and within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.